Event description:
Per the initial reports from the customer, a total of 7 patients treated in 2006, had complained of blisters with extensive scabbing; no medical intervention was reported. One month later, the customer reported that the patients had been given prescription strength (2.5%) hydrocortisone cream.

Manufacturer narrative:
Until 2007, this incident appeared not to be MDR reportable (no evidence of device malfunction relating to the incident and also no medical intervention reported). In 2007, the customer reported that the patients had received medical intervention. Also in 2007, lumenis received the service report documenting that the device had a dirty energy meter glass upon receipt at the service depot. This foreign material contamination appears to be the root cause of the incident. It appears that this device has been serviced at least one time by a third party service provider. Lumenis can not rule out that service by an unauthorized party may have contributed to this safety incident.